Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for non-malignant pain indications for use. It was reported that they were on the medtronic website all day trying to figure out how long they have until they get a refill. (Pt mentioned they also have valium in the pump). The patient stated that there has been an alarm going off for 2 days and nobody has ever told them that the pump would alarm. The patient was able to successfully connect and see their expected refill date: (B)(6). The patient saw low reservoir and empty reservoir alarm message. The patient was upset that the 'pump' did not notify their hcp of the alarm. The pump has 'failed' since the beginning and the medication never worked. The patient thought the catheter was in the wrong place. They will be having magnetic resonance imaging (MRI) and CT scan. The patient has been weaning off the baclofen. Historical event: the patient mentioned that connecting to the pump has lagged at 90% 'since the beginning'. The agent assisted the patient with clearing data on the handset. When asked how many times per day, the patient boluses and replied ¿they don't¿; the only time they do was when the healthcare provider (hcp) changes their medication to get the old drug through. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address pump alarm.